Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the anchor of the device was damaged and warped. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion. Per dfu-0087-eo revision 3, e. Warnings 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion.

Event description:
On 3/19/2025, it was reported by an arthrex subsidiary employee via email that an ar-2325bcc biocomposite swivelock screw cracked during insertion. The case was completed using another ar-2325bcc biocomposite swivelock. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 4/7/2025: it was reported that the same issue occurred with two ar-2325bcc biocomposite swivelock devices during an elbow procedure. Both screws cracked during insertion; however, all fragments were successfully removed from the patient. The case proceeded without delay, and no additional anesthesia was required.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.